Manufacturer narrative:
Received one (1) used. List #12512-01, microclave¿ clear neutral connector; lot #unknown. One (1) used, extension tubing with needle; confirmed presence of residual fluorouracil crystal upon inspection, no other physical damage or anomalies observed. Leak tested and confirmed customer complaint of leak. Separated then re connected mating device, retested and no leak observed. Probable cause, mating device not tightened properly.

Event description:
The event occurred on an unspecified date and involved a microclave® clear neutral connector. It was reported that an injection cap (microclave clear) that was on a patient and connected to a port that had chemo infusing at home. When they went to disconnect the pump from the patient on friday, they noted crystallization between the injection cap and port, which indicates that the chemo infusing had leaked out. It was also stated that the drug used was fluorouracil (5fu). They used phaseal and this happened above the closed system between where the injection cap connects to the huber needle tubing coming from the patient. No harm was reported.